Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances on both leads. However, x-rays showed that both leads had fractured. Surgical intervention may take place to address the issue.

Event description:
Additional information received identified that during surgery, the proximal ends of the leads were cut and left in the ipg to preserve it for future use. The rest of the leads were discarded.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2025 wherein, the leads were cut but remained implanted. Additional surgical intervention may take place to address the issue.

Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. System diagnostics revealed high impedances on both leads. X-rays also showed both leads were fractured. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.